Event description:
It was reported that the ventilator failed barometer test, gas supply test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site. The reported multiple tests failed during pre-use check was duplicated. The control printed circuit board (pcb) was found defective and replaced. After replacement, the ventilator passed all functional, safety and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The received logs confirmed the reported failures during pre-use check on 2022-10-10. Since the replaced pcb was disposed by the customer and not returned for investigation, the root cause could not be determined.